Manufacturer narrative:
Initial.

Event description:
It was reported that after a fingerstick and while in setup, the ilet displayed a setup alert and then an alert instructing to restart the device, and the user experienced an audio alarm that was not audible; the device was restarted and functioned, and a replacement was arranged, with the user informed that the replacement would not be watertight. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed an electrical or electronic issue resulting in a no-audible-alarm condition traced to the speaker/sounder component. It was concluded, based on previously established findings for similar reports, that the cause was a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.